Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain, menorrhagia, back pain and adverse event outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, adverse event, back pain, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2013 (as per summons). Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received : following event was added : patient did not undergo essure confirmation test. Event perforation and migration was updated to uterus perforation. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/fallopian tube perforation'), fallopian tube perforation ('migration/fallopian tube perforation') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles / menorrhagia (heavy menstrual bleeding)"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, menorrhagia, back pain, adverse event and dysmenorrhoea outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2013 (as per summons) plaintiff received treatment for: dysmenorrhea, menorrhagia, device migration, fallopian tube perforation. Discrepancy: previous date of insertion was (B)(6) 2013. In current pfs date of insertion: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs was received.new event fallopian tube perforation and dysmenorrhea were added. Date of insertion updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (bilateral salpingectomy and/or liysterectomy remove the essure0). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, abdominal pain, menorrhagia, back pain and adverse event outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, adverse event, back pain, device dislocation, genital haemorrhage, menorrhagia and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-oct-2017: follow up from summons: event migration, severe abdominal pain, heavy menstrual cycles, severe back pain and abnormal symptoms was added no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.